Event description:
According to the info received, while the pt was in the catheterization lab, the graft was observed to be stenosed longitudinally, 1/4 cm distal to the connector. An angioplasty was performed and the connector remains implanted.